Event description:
It was reported the peel-away sheath did not completely peel during insertion of the cook triple lumen 7f catheter in 2009. Due to the even nature of the separation, and the fact that the remaining portion of the sheath remained sleeved over the catheter, the surgeon was unaware any problem. The peel-away sheath remained sleeved over the cook catheter until the catheter was removed twenty five days later. During a follow up visit approx five months later, a piece of foreign material was located in the pt's right ventricle. A cardiac catheterization was required to snare and remove a 7cm piece of foreign material from the pt's right ventricle with no consequences to the pt.

Manufacturer narrative:
We are awaiting device return. A follow up med watch report will be submitted upon completion of the investigation. Date report submitted to FDA by manufacturer: 8/28/2009. Date the initial reporter provided the info to the manufacturer: 8/12/2009.